Event description:
It was reported by the customer that a bd pyxis¿ generic medbank device cubie lid did not open, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that when trying to issue medication, the drawer opened but the cubie did not. The technical support specialist remoted in and attempted to open the cubie, but it did not respond even through the tester. The customer then used a card to pry open the lid, which resulted in the lid breaking. As a result, the lid could no longer stay shut. The cubie will need to be replaced, and the customer was informed to notify the pharmacy to arrange for its replacement. The system functioned as intended after the technical support specialist investigated the device.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ generic medbank device cubie lid did not open, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.